Event description:
It was reported that cartridge alarm 20 occurred during the load process and that caller removed used cartridge before being prompted, and caller had also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer was educated to wait for prompt before removing used cartridge, was advised to use multiple daily injections as backup insulin therapy, and was informed that in-warranty pump with confirmed serial number and address would be replaced and returned to tandem with provided shipping materials after being placed in storage mode for transport.